Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a cartridge alarm occurred. Customer reset the pump and reloaded the cartridge to resolve the issue. The customer's blood glucose level was 299 mg/dl.